Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter did power on with button depression. The meter did not power on with strip insertion. Meter was sent for further investigation. Meter was dis-assembled and contamination of control solution was observed on the pins in the test strip port. The complaint is not confirmed.

Event description:
A customer reported that his adc blood glucose meter was turning on with the button, but not with a test strip. Customer indicated he tests 5 times per day and takes insulin 5 times per day. On (B)(6) 2016 the customer was not feeling well due to a high fever. Customer was unable to check his blood sugar with his adc meter. Customer's daughter called an ambulance, and paramedics brought the customer to the emergency room. At 12:45 pm customer was told his blood pressure was high and his blood sugar was ''around 480 mg/dl''. He was given an insulin injection, and his blood sugar was tested after 2 hours with the result of 160 mg/dl. The customer was admitted to the hospital for 1.5 days, and then discharged. He said he did not know his diagnosis. After being discharged, customer reported he was able to eat with his children, but then ''felt his sugar was high''. Customer was brought back to the emergency room by his son at 1:30 am, and re-admitted (date not provided). No further details were available as the customer declined to provide additional information. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter was turning on with the button, but not with a test strip. Customer indicated he tests 5 times per day and takes insulin 5 times per day. On (B)(6) 2016 the customer was not feeling well due to a high fever. Customer was unable to check his blood sugar with his adc meter. Customer's daughter called an ambulance, and paramedics brought the customer to the emergency room. At 12:45 pm customer was told his blood pressure was high and his blood sugar was "around 480 mg/dl." He was given an insulin injection, and his blood sugar was tested after 2 hours with the result of 160 mg/dl. The customer was admitted to the hospital for 1.5 days, and then discharged. He said he did not know his diagnosis. After being discharged, customer reported he was able to eat with his children, but then "felt his sugar was high." Customer was brought back to the emergency room by his son at 1:30 am, and re-admitted (date not provided). No further details were available as the customer declined to provide additional information. There was no report of death or permanent injury associated with this case.